Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the therapy log of a homechoice device. The iipv occurred on (B)(4) 2010 during drain cycle 4. The programmed fill volume was 2000ml and the total drain volume was 3395ml. This drain volume meets iipv criteria. No patient injury or medical intervention was reported.